Event description:
The customer reported to olympus, the bronchofiberscope had an air/water leakage issue. The device was returned for evaluation. During the device evaluation, the coating of the image guide pipe was peeling off (1mm to 2mm). The resin part of the image guide coil had also fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut on the connecting tube, causing water tightness to be lost. Connecting tube had the coating peeled. (1mm2 or more). Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Important information ¿ please read before use. 3.2 inspection of the endoscope: 5.inspect the external surface of the entire insertion tube including the bending section and the distal end for dens, bulges, swelling, peeling, scratching, holes, sagging, transformations, bends, adhesion of foreign body, dropout of parts, any protruding objects and other irregularities. In addition, the following non-reportable findings were found during the device evaluation: due to a dent on the bending tube, the play of the right/left knob was out of the standard value; due to damage on the channel tube, forceps could not be inserted smoothly; due to damage on the channel tube, channel cleaning brush could not be inserted smoothly; part of the connecting tube had fallen off; eyepiece had a scratch; control unit had a scratch; suction cover had a scratch; grip had a scratch; up and down plate had a scratch; angulation lever had a scratch; light guide connector had a scratch. Olympus will continue to monitor the field performance of this device.